Event description:
It was reported by patient that, "she has pain in hip, in groin and thigh."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional information, a supplemental report will be issued.